Manufacturer narrative:
(B)(4). Evaluation of the patient ecogs and lead impedance. The review of the patient data was consistent with a potential lead break.

Event description:
Lead artifact and high impedances were initially observed in (B)(6) 2023, on the right thalamic depth lead. The lead was initially secured with a hemoclip with no lead protection. The lead was replaced and secured with a burr hole cover on (B)(6) 2026.